Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2009, in the pt's right (od) eye. The lens was explanted one week later, due to excessive vaulting. Subsequently, the pt experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.